Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip original as a denture adhesive cream. The patient's past medical history included anemia. In 1991, the patient used super poligrip original at unknown dosing. In 1998, the patient experienced neuropathy and copper high. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the outcome of the events was unknown. Information was received on (B)(4) 2011 via fact sheets completed by the patient and/or the patient's attorney. Super poligrip original was used daily for 20 years plus (beginning in approximately 1991), daily, two 2.4 ounce tubes a month. The patient was currently using a zinc free formulation. The patient experienced an idiopathic neuropathy and tingling in both hands and feet (1998). Symptoms were noted to be increasing in the year 2000 (originating in 1999) with extreme sensitivity in lower legs, breakthrough burning sensations, and pain at intervals. On (B)(6) 2009, the patient's zinc level was 70 mcg/dl (normal 70 to 150) and copper level was 206 mcg/dl (normal 70 to 155).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).